Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -11.5/2.5/89 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was intraoperatively explanted due to the lens being tore during injection. The patient is fine and does not want to have another operation. The reporter believes that lack of hydration might contribute to the tear.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with moisture on lens. Visual inspection found the haptic torn and the torn piece missing. Corrected information: lens was implanted on (B)(6) 2017. Claim# (B)(4).

Manufacturer narrative:
Corrected data: lens was implanted on (B)(6) 2017. Claim# (B)(4).